Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative, that the mr225 manual feed infant humidification chamber overfilled when using the 900mr190 water feedset. It was also reported that the water overflowed from the humidification chamber into the rt132 infant continuous flow breathing circuit. There was no patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint 900mr190 water feedset was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product.. Results: the healthcare facility reported that the mr225 manual feed infant humidification chamber overfilled when using the 900mr190 water feedset. It was also reported that the water overflowed from the humidification chamber into the rt132 infant continuous flow breathing circuit. Conclusion: without the return of the complaint device, we are unable to determine what may have caused the reported event. The 900mr190 water feedset allows the user to control filling of a humidification chamber using a self-closing clamp mechanism initially set open via a ring pin. To use the device, the pin is removed and discarded, the clamp is then set in a self closed position. To allow filling of the chamber, the clamp is manually squeezed open by the clinician and once the clamp is released the user should ensure that the water flow has stopped. All 900mr190 water feedsets are visually inspected and the function of the spring is checked prior to being released for distribution, and those that fail are rejected. The subject device would have met the required specifications at the time of production. The user instructions that accompany the 900mr190 water feedset include the following: -"remove the ring pin from the self-closing clamp and discard the ring pin." -"squeeze the clamp to allow the water to enter the humidification chamber. Fill the chamber to the indicated maximum water level. Do not overfill." -"release the clamp to stop water flowing into the humification chamber. Ensure water flow has stopped." -"after filling the humidification chamber, place the water source below the level of the humidification chamber."

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative, that the mr225 manual feed infant humidification chamber overfilled when using the 900mr190 water feedset. It was also reported that the water overflowed from the humidification chamber into the rt132 infant continuous flow breathing circuit. There was no patient consequences.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.